Manufacturer narrative:
This issue was isolated to one sample and appears to be sample specific. No service was dispatched. A definitive root cause for this event has not been determined to date. The mdrs associated with this event are: 2050012-2011-02369, 2050012-2011-02365.

Event description:
The customer reported that three erroneous, high potassium results were generated on initial and repeat runs for one patient sample on two unicel dxc 600 synchron systems. After the three erroneous results were obtained, the physician had the patient redrawn and tested by another facility using a different method. The results were lower and considered valid. This report represents two (one initial and one repeat) erroneous results which was generated on the unicel dxc 600 synchron system serial number #(B)(4). The erroneous results were not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. Quality control results prior to, and after, the event were found to be within laboratory established acceptable ranges. The samples were serum samples and were not immediately spun. The customer inquired about the possibility of sample interference causing high results. No samples were returned for evaluation.